Event description:
It was reported that the monopolar curved scissors (mcs) instrument had a broken tip. It was unknown when the issue was identified. Upon visualization, it was noted that there was a tear at the orange portion of the shaft of the instrument. The instrument was removed from the sterile field and replaced. The instrument was then reprocessed. There was no report of patient harm due to this incident. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was sent during processing without exact information as to the details of the broken instrument. The reporter could not recall when the issue occurred. The reporter confirmed the broken part was the instrument tip. The instrument was inspected prior to usage. There was no report of fragments falling inside the patient's anatomy. No photographic images or video recordings available for isi to review.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was analyzed and found to with scratch on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratch measured approximately 0.136¿ in length and are not axially aligned with the tube axis. Material was missing from the surface of the main tube. Components adjacent to this scratched main tube did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.